Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? Unknown, no patient consequence mentioned was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not mentioned please specify which reloads and lot numbers that belong to this complaint (colectomy, (B)(6) 2020) - unknown, all information had been given at once by the hospital, no identification which reloads and lot numbers were used during which procedure

Event description:
It was reported that during a colectomy procedure, it was very difficult to fix the cartridge in the echelon. The surgeon had to use a lot of strength to push the cartridge in the echelon. And sometimes, the cartridge fell out because it wasn't well attached. No patient consequence reported.